Event description:
Medtronic received information that during the implant of this 31 mm transcatheter bioprosthetic valve (B)(6), the valve dislodged down into the left ventricle cavity during deployment. It was attempted to pull up on the device with little success. The valve was released and was in a low position at 8-12 on the non-coronary cusp and 10-16 on the left coronary cusp. An angiogram and transthoracic echocardiogram (tte) revealed moderate-severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed and reduced the pvl to moderate. A second 29 mm valve (B)(6) was implanted valve-in-valve at 4-6 on the non-coronary cusp and 6-8 on the left coronary cusp and resolved the pvl. No adverse patient effects were reported. Additional information indicated that during the initial valve (B)(6) implant, slow deployment and controlled pacing was initiated but favorable depth could not be maintained prior to its final release from the delivery catheter system (dcs). The day following the valve-in-valve transcatheter implant procedure the electrocardiogram (ECG) showed a left bundle branch block (lbbb). No treatment was prescribed, and no adverse patient effects were reported. Three days following the valve-in-valve transcatheter implant procedure, an echocardiogram identified an ejection fraction of 20% and left ventricular (lv) systolic dysfunction. Home dose of a diuretic was resumed. The electrophysiology consult recommended close monitoring as an outpatient. Patient symptoms were not reported. The physician indicated the lv dysfunction was related to the valve and valve implant procedure. Approximately 4 months and 2 days following the valve-in-valve implant procedure the patient was advised to see the cardiologist due to shortness of breath and a congestive heart failure exacerbation. The physician indicated the congestive heart failure was related the transcatheter aortic valve. As reported, the heart muscle was not functioning properly. Blood work performed and a new unspecified medication started. Approximately 1 month later, a combination permanent pacemaker and implantable cardioverter defibrillator (ICD) was implanted as result of the lv systolic dysfunction. The physician indicated this was related to the transcatheter valve and the implant procedure. The exacerbation resolved approximately 2.5 months later. Additionally, a 6-month follow up echocardiogram indicated the low valve position of the first valve (B)(6) partially restricted the anterior mitral valve leaflet motion. The physician indicated the mitral leaflet motion was related to the transcatheter aortic valve. No treatment was reported, and no adverse patient effects were reported. The left bundle branch block (lbbb), the partially restricted anterior mitral valve leaflet motion, and lv dysfunction continued through the end of the study participation. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID mcs-p3-31-aoa; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2016 ; explant date na product ID dcs-c4-18fr; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID cls-3000-18fr; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na product ID dcs-c4-18fr; product lot/serial number (B)(6) ; product type: delivery catheter system; implant date na; explant date na product ID ls-enveor2629-c; product lot/serial number (B)(6) ; product type: compression loading system; implant date na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.